Manufacturer narrative:
The device was inspected by a field service engineer in the clinic. It was noticed that the console was showing errors 58, 200 and 202 intermittently. The chiller unit and the debris shield optic were replaced. After the repairs, the device was tested and performed as expected. Most likely the damaged chiller unit could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint and the no reported allegation is cause traced to component failure.

Event description:
It was reported that during procedure, the device was showing error 58, 200 and 202. The procedure was cancelled after the patient was under general anesthesia. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Additional manufacturer email: (B)(6).

Event description:
It was reported that during procedure, the device was showing error 58, 200 and 202. The procedure was cancelled after the patient was under general anesthesia. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The device was inspected by a field service engineer in the clinic. It was noticed that the console was showing errors 58, 200 and 202 intermittently. The chiller unit and the debris shield optic were replaced. After the repairs, the device was tested and performed as expected. The chiller was returned to our facility and then sent to the vendor for analysis. Visual inspection did not identify any abnormality. The chiller passed full functional and electrical safety testing and worked as intended. It is most likely that unknown factors contributed to the reported events. Based on the information available, the cause that contributed to the reported error messages cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during procedure, the device was showing error 58, 200 and 202. The procedure was cancelled after the patient was under general anesthesia. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.